Event description:
A report was received that the patient was experiencing chest pain and had difficulty breathing in which the physician believed it was not device related. It was also reported that the patient's ipg was not shutting off and caused severe pain. The patient underwent an ipg explant procedure. No device malfunction was suspected. No further course of action at this time.

Manufacturer narrative:
Sc-1200(sn:(B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing chest pain and had difficulty breathing in which the physician believed it was not device related. It was also reported that the patient's ipg was not shutting off and caused severe pain. The patient underwent an ipg explant procedure. No device malfunction was suspected. No further course of action at this time.